Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in the united kingdom. This is the same event as 3010536692-2015-00851, -00852, -00853.

Event description:
Allegedly the patient was revised due to aseptic loosening femur; aseptic loosening tibia; instability (left). (B)(4).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.